Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, dashes (---) were observed for some of the programmed parameters. A software download was attempted and appeared to be successful, but the current drain was at 61ua and 64ua during two subsequent interrogations and a new rate could not be programmed.